Event description:
It was reported that as lvp 20d 2ss cv had foreign matter. The following information was provided by the initial reporter: event 1: cardinal health- (B)(4). Event date: unknown. Material #: 2420-0007; batch/ lot #: 20107001. It was reported that there was white sediment found in the tubing. Verbatim: upon safety check being performed, there was white sediment found in IV tubing. (Two different spots. Only ns was running through the line, no other fluids or meds running though the line.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007; lot number 20107001 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20107001 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d 2ss cv had foreign matter. The following information was provided by the initial reporter: event 1: cardinal health- case- (B)(4). Event date: unknown. Material #: 2420-0007, batch/ lot #: 20107001. It was reported that there was white sediment found in the tubing. Verbatim: upon safety check being performed, there was white sediment found in IV tubing. Two different spots. Only ns was running through the line, no other fluids or meds running though the line.